Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the guidewire popped out of the guidewire c-channel. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results- working length kinked and torn; bowing out of plane.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4) for the investigation results of catheter kinked and torn. A visual examination revealed that the working length was severely twisted and kinked. The exposed cut wire was discolored/blackened. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. A functional evaluation found a guidewire could be advanced through the guidewire channel (it was not popping out), however, could not advance through the distal tip as a result of the damage. Functionally, the device was able to bow but could not bow in plane due to the condition of the device. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record was reviewed and found to meet all manufacturing specifications.